Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. The reported difficult to remove the device was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, heavily tortuous and 100% stenosed lesion and/or a coagulation of blood/contrast on the guide wire resulted in the reported difficult to remove. Interaction/manipulation of the compromised device resulted in the noted torn/separated polymer and ultimately resulted in the reported break tip/noted core separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 100% stenosed de novo lesion in the left anterior descending (lad) artery with mild calcification and heavy tortuosity. The 014 whisper guide wire (gw) was used in the procedure with an intravascular ultrasound (ivus) catheter; however, when attempting to withdraw the ivus catheter resistance was noted. Therefore, the gw and ivus catheter were removed as a single unit. After removal the gw was noted to be fractured. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.